Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on (B)(6) 2017, the patient was hospitalized for elevated blood glucose (bg) of 510 mg/dl with nausea, vomiting, abdominal pain, moderate ketones, and diabetic ketoacidosis. The patient was reportedly treated with intravenous fluids and insulin. During troubleshooting, it was noted that the basal delivery totals in the total daily dose history did not match, but the variation was determined to be due to known causes. The variation was found to be associated with a cartridge change, the suspend feature being used, and the basal edit screen being accessed. The patient reportedly made changes to the basal program without healthcare provider input. All other settings and histories were found to be correct. The pump¿s bolus calculation feature was found to be functioning appropriately. The pump was found to be delivering accurately as programmed. The patient was referred to their healthcare provider for diabetes management. No pump defects were found during troubleshooting; however, this complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/19/2017 with the following findings: during investigation, the last basal delivery was on (B)(6) 2017. The last bolus delivery was a 11.0 u ezcarb normal (m) on (B)(6) 2017. The black box for event date was not available. The pump history showed a temp basal program was run on (B)(6) 2017. A 0.00 u basal rate was recorded on (B)(6) 2017. A prime was recorded as well. Deliveries resumed at 05-24. The pump was exercised for 24 hrs with a 2.0 u/hr basal rate; at end testing the basal history correctly showed 2.0 u and total daily dose (tdd) showed 48.0 u. The tdd¿s add up correctly and reflect the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. No delivery interruptions or eaw¿s occurred during the investigation. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).